Event description:
It is reported that the device was implanted in 2000. The pt fell in 2004, and since then has been having right thigh and right knee pain with swelling. Pain was worse on walking. In 2006, the femoral component and tibial tunnel were revised and the tibial insert was replaced due to aseptic loosening and osteolysis.

Manufacturer narrative:
This report will be amended when our investigation is complete.